Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging without the t1 and t2 anchors or suture. The needle is bent horizontally and the deployment needle appears to be twisted. A functional evaluation revealed the device could not be actuated. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an medial meniscus posterior root tear procedure, after the t1 deployed, the t2 did not deploy when the fast fix knob was depressed. It is unknown how the procedure was finished however no delay or patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.